Manufacturer narrative:
The customer called into to olympus technical assistance center (tac) personnel to report their issue. Tac spent time trouble-shooting the problem with the customer, and managed to resolve it by having the customer change out the bulb. Once the bulb was replaced, the error message went away and the procedure was completed. At this time, the device is not scheduled for return. Should additional information be provided, a supplemental report will be submitted.

Event description:
The customer called in to report an e103 lamp error on the evis exera iii xenon light source during procedure preparation. According to the initial reporter, he replaced the bulb, the error message went away, and the procedure was completed without patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the main lamp did not turn on and an e103 error occurred due to the defective bulb. Olympus will continue to monitor the field performance of this device.